Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2010. On (B)(6) 2010 the device failed a self test due to a low battery. Successful weekly tests resumed and continued until (B)(6) 2012 when it failed a self test and again on (B)(6) 2012 because of a low battery. The problem with the device was attributed to faulty pogo-pins. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.